Event description:
This pediatric patient came in for a well child appointment and was to receive a varicella vaccine. When the clinician administered the vaccine and went to withdraw the syringe/needle, the needle separated from the hub and remained in the patient's injection site. The clinician was able to retrieve the needle without any harm to the child.